Event description:
Customer reported the alarm has no power. There was no visible damage reported. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4): evaluation: results: evaluation of the returned product shows when using new batteries the unit powered on and after all functions were tested the alarm powered off. The unit was later retested and it did not power up. (B)(4).